Event description:
It was reported that a patient presented with a loose atrial set screw. Upon attempting to tighten the screw, no clicking noises were heard. The device was not used and another device was implanted. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial setscrew was fully stripped and contained septum material inside its hex cavity. The damage to the setscrew was consistent with having occurred during the procedure.